Event description:
Rec'd the renu with moistureloc solution from the eye center when son got his first contacts (last summer), this renu eye solution was the eye solution given to her son by the eye dr. The soltuion was free and came with the contact package. Rptr stated that her son used the solution and that she had used it one time. She stated that she had a scratch on her cornea before using the soltuion, her dr gave her a medicated contact because of the scratch; she wore the medicated lens for a couple of days, then placed the contact in the renu solution and then placed the medicated contact into her eye the following day, she stated that she had immediate pain (~1-hour after placing the contact in her eye). She stated that she took out the contact the next morning. She stated that her eye was really bad. She stated that she waited until the following week to go to the eye dr because it was painful. Her dr sent her to the eye center. The eye dr took cultures, 2 came back negative (one viral), waiting for results for any fungal results. She stated that she still has the contact lens case, and the solution still in it from when renu was used. She stated that her son has used the solution without having any problems. She stated that she is on medications for her eye.